Event description:
The caller reported an issue where the insulin gauge displayed an amount different than expected, with the fill estimate on the pump showing 40 units instead of the expected 160-180 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, which resolved the issue with the insulin gauge now displaying a reading of 240 units. The caller was instructed to monitor the gauge and call back if the issue persisted, and they acknowledged the information provided.